Event description:
New information noted that the implantable cardioverter defibrillator exhibited another nsrvo episode due to post-paced t-wave oversensing on (B)(6) 2019; the device was reprogrammed. There were no patient consequences before, during, and after reprogramming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changed were discussed. No intervention was performed. The patient was in stable condition.